Event description:
The contact stated the customer had been receiving high glucose readings. While troubleshooting, the contact performed 2 control tests and had 2 results of 175 mg/dl. The normal control range is 96-132 mg/dl. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.